Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient's infusion set was detached. The site was patient's hips and pump was in pocket. The infusion set was used for one day. Reportedly, the infusions were stored in cool place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Manufacturer narrative:
Patient city: (B)(6).